Manufacturer narrative:
Evaluation summary: no product or surgical notes were returned. It is unk whether the glenosphere was properly seated during the initial surgery. Included notes indicate that the pt fell one week post-op. This type of accident is outside the expected performance of the tm reverse shoulder construct. An exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for loosening after a fall.